Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that there were failed dft tests during this initial implant. The physician attempted a right sided implant but the patient was occluded. The physician gained access on the left side with a dual coil lead. The rep reported that the lead failed to induce a shock on t. The physician did not want to wait 5 minutes for another test. The rep attempted several more times to induce with a combination of hf burst and shock on t. The physician decided to close the pocket and then requested that the rep induce again. Dft testing failed again, but the physician chose not to open the pocket or reposition the lead. No further adverse patient events were reported. This lead remains implanted. Should additional information become available, this file will be updated.